Manufacturer narrative:
The user had issues linking the sensor with the transmitter.the patient did not get any signal with the sensor. Upon consulting the hcp, it was found that the sensor was not in the arm and it was confirmed that the an incision was made nut never inserted and sensor remained inside the insertion tool(sensor holder) .a new sensor was inserted which means the patient would have go through an additional procedure.the sensor was linked and the user is currently using the system with up to date information.since this was a procedural error, no further investigation was found necessary for this complaint.

Event description:
On april 21, 2025, senseonics was made aware of an incident where user had issues linking the sensor with the transmitter.the patient did not get any signal with the sensor. Upon consulting the hcp, it was found that the sensor was not in the arm and it was confirmed that the an incision was made nut never inserted and sensor remained inside the sensor holder .a new sensor was inserted which means the patient would have go through an additional procedure.the sensor was linked and the user is currently using the system with up to date information.

Manufacturer narrative:
B4. Date of this report 04 june 2025. G3. Date received by the manufacturer? 04 june 2025. H6. Medical device problem code updated to 2965. H6. Component code updated to 4742. H6. Investigation findings updated to 3221. H6. Investigation conclusions updated to 67.